Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor pairing failure while attempting to connect through the dexcom mobile application, and customer support suggested using a magnet to reengage the sensor and retry pairing, with replacement of the sensor if unsuccessful. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected. Outcomes included no impact on daily activities and no medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the sensor was suspected as the source of the pairing issue rather than the mobile device, based on troubleshooting steps. It was concluded that the event involved a suspected sensor malfunction without patient injury.